Event description:
Following the information gathered the safety side panel partially detached from the bed frame. It was established that the screws holding the panel to the metal plate were ripped off.

Manufacturer narrative:
Investigation is on-going. Further information will be available in the next expected report.

Manufacturer narrative:
It was reported that both of the side panels were detached. There was no indication of patient involvement, no injury. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. According to citadel plus instructions for use (IFU, 831.374 rev. 11): ¿to prevent damage to the bed as well as an unsafe condition, make sure that all four width extensions on one side or all width extensions on both sides are in the same position. To avoid equipment failure or damage, do not use the rails to move the bed.¿ IFU also includes information: the safety sides shall be checked daily by a caregiver. If the malfunction is identified, arjo or an approved service agent should be contacted. Sum up, it has been determined that the side rail became damaged, therefore the arjo device did not meet specifications. The bed was not in use by the patient at that time. No injury was claimed. The complaint was assessed as reportable due to the detachment of the side rail.